Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the ventilator to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported fault is a failure of the unit to start entirely not just a failure of mechanical ventilation. Reported complaint will be noted during preuse testing, as contained in the user manual. Per the case, unit would not turn on, preventing use of the device. Additional information was received that the reported fault is a failure of the unit to start entirely not just a failure of mechanical ventilation. Reported complaint will be noted during preuse testing, as contained in the user manual. Per the case, unit would not turn on, preventing use of the device. The initial MDR was not reportable.